Event description:
During a pta to the common iliac artery, the balloon ruptured on its second inflation at four atm. The target vessel was mildly calcified and 90% stenosed. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. There was no report of any adverse consequences to the pt. As per the reporting affiliate, no additional pt or procedural information available. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.